Manufacturer narrative:
The catheter and stylet were not returned for eval. A review of the mfg records indicated that all device specs and quality requirements were satisfied. This kit includes standard instructions for use and instructions for using the pre-loaded stylet. Per the physician's statement, both methods were combined by using the stylet in the catheter and the vascu-sheath and this standard practice in their department. This is considered an off-label use.

Event description:
It was reported that during insertion "the included peel-away sheath was placed over the wire, under fluoroscopy into the svc/right atrium. The inner portion of the sheath and wire were removed and the catheter, with the stylet/stiffener threaded through the catheter (to keep the split ends together while advancing the catheter through the peel-away sheath-minimizing risk of air embolism) was placed through the peel away sheath into the right atrium under fluoroscopy. The catheter was tested for function and loaded with heparinized saline. The pt's catheter was found nonfunctional at dialysis several hours later. CT scan of chest suggested the catheter was in the pericardium. This was confirmed with a contrast injection under fluoroscopy. The thoracic surgeon took the pt to the operating room and performed a right thoracotomy to remove the catheter. The pt did well with minimal blood loss."